Event description:
It was reported that hair-like foreign matter was found in the packaging units of 2 insyte ag bc global wing pnk 20gax1.16in catheters. The following information was provided by the initial reporter, translated from french to english: "during the quality check before use, we found a foreign matter looking like a hair in the packaging supposed to be sterile. 2 devices are concerned. No aeq because noticed before use. Date: 4th of march 2020."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed a view of the bottom web(blister) of an undamaged sealed package. Through the visual inspection, foreign matter in the presence of hair is visible inside the package and caught in the seal of the package. The reported issue was confirmed. This was physical evidence to confirm and support a manufacturing process related issue for the reported defect relating to human error during the packaging process. Cleaning is performed by each shift to minimize the potential for introducing foreign matter to the product. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hair-like foreign matter was found in the packaging units of 2 insyte ag bc global wing pnk 20gax1.16in catheters. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the quality check before use, we found a foreign matter looking like a hair in the packaging supposed to be sterile. 2 devices are concerned. No aeq because noticed before use. Date: (B)(6) 2020."